Manufacturer narrative:
(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: ae: intra-operative complication of femoral bone fracture of left total hip. Update 6-27-2017: medical records have been reviewed. Primary op-notes (B)(6) 2017. Patient received a primary left hip total arthroplasty due to end stage primary osteoarthritis. Office notes (B)(6) 2017: patient is doing well post op. Radiology report indicates stem is neutral in the canal with excellent fit and fill. She has one cerclage wire in place around the femoral neck. There is a bit of lucency seen between bone and her ztt sleeve medially. No mention of fracture or placement of cerclage wire (noted on xray) during procedure. Reportability remains unchanged. Updated 7-20-1017.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ae: intra-operative complication of femoral bone fracture of left total hip.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.